Manufacturer narrative:
(B)(4).

Event description:
It was reported, that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred on 10/28/2024 for a g7 us dme sensor/transmitter with serial number (B)(6). However a g7 us dme receiver with serial number (B)(6)returned for evaluation. An external visual inspection was performed and passed. Receiver boot test was performed and failed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.